Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck. During follow up with tandem technical support, it was reported that the issue was cleared without any troubleshooting. The customer's blood glucose level was 218 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.